Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) stated that with his previous implant, he was unable to lay down with it on, as it was too strong and would zap him, including on the lowest setting. Pt stated it would otherwise be soothing/feel good, he would forget it was on but then when he would lay down, it would make him jump up quick. Pt stated when the device was replaced due to normal battery depletion, he got a device with adaptive stim that he liked for the different positions. No further complications were reported.